Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor needs to be replaced. The customer decline the repairs.

Event description:
The fse reported that the left monitor was not working. This resulted in a total loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.